Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a follow-up, it was noted via x-ray that there were externalized conductors on the right ventricular (rv) lead and the impedance was high the lead was capped and replaced and the patient was stable.